Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injections (2gm, route, frequency, and duration not reported) and fortum injections (1gm, route, frequency, and duration not reported) for the peritonitis event. It was unknown if the patient was recovering or had recovered from the peritonitis event. Dianeal 1.5% therapy was ongoing, but it was not reported if dianeal 2.5% therapy was ongoing. Additional information was requested but is not available.